Event description:
The reporter alleged that while using six coaguchek inrange test strips they received an m-42 error message. The reporter was having difficulty with the meter and was questioning the accuracy of the results. The reporter was not sure whether the date was set correctly on the meter. The reporter also alleged that while using the coaguchek inrange meter, serial number (B)(4), a patient was hospitalized and diagnosed with a transient ischemic attack (tia), allegedly because their warfarin levels were too low. The most recent result from the meter prior to the patient's hospitalization was reportedly 3.0 inr on (B)(6) 2021 at 6:19 am. The laboratory result, 22 days later, on (B)(6) 2021 was reportedly around 1.4 to 1.6 inr. The patient was hospitalized for 2 days and 3 nights. The therapeutic range is 2.0 to 3.0 inr. The following additional information were requested: the patient's age. If there was a known kidney or liver impairment or other relevant medical history. The indication for the anticoagulation. The patient's other medications. If the patient was taking multivitamins containing vitamin k. If the intensive care unit was needed during the patient's hospitalization. The diagnostics that have been performed to diagnose the tia. If a thromboembolic (e.g. Pulmonary embolism) or a bleeding event has been excluded on (B)(6) 2021, when the patient was in the hospital for chest pain. To date, this information has not been provided and the initial reporter did not know the answers to these questions. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The customer received an m-42 error. This error occurs when there is not enough blood sample applied to the test strip. The error message asks for the customer to repeat the test with a new test strip. Product labeling states: "not enough sample was applied. Repeat test with a new test strip." The reporter was advised regarding sample size and advised to apply only the blood drop to the clear portion of the strip. She was also advised not to smear the blood, to apply it at the top of the strip, and to ensure that the blood is not being drawn underneath. During troubleshooting, it was also determined that the patient's finger was lanced immediately after inserting the strip, while the meter was still warming up. Product labeling states: "once the warming-up process is complete, the meter displays the test strip and blood drop symbols. These symbols and a beep tone (unless you have disabled the beeper function) indicate that the meter is ready to perform the test and is waiting for you to apply blood." The reporter advised the importance of the warming up process. The meter and test strips were requested for investigation. The patient has no test strips left for return. If a product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer (patient¿s daughter).

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9, h3 "device returned to manufacturer?", e1 "first name" and "last name" were updated.